Event description:
Event description cpi received information that tha rate sensing portion of this endotak transvenous defibrillation lead was removed from service. An invasive procedure was performed and abrasion was found on the lead's sensing leg, under the implantable cardioverter defibrillator (ICD) can. A new rate sensing lead was implanted.